Event description:
It was reported during routine testing that the cardiosave intra-aortic balloon pump (iabp) unit loses power and alarms. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse arrived on site and found power management errors in the logs. The fse replaced the power management board and performed system checkout. The unit passed all checks and calibrations and is cleared for use.

Event description:
N/a